Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient stated he had a fluid leak after treatment when he removed the cassette from the cycler. The pd patient stated fluid had leaked into the cassette door from a tear in the cassette. The patient stated he was able to complete treatment on the cycler. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient had contacted her regarding the fluid leak occurrences and confirmed there was no issue with overfill and no injury occurred. The pd rn stated the patient had completed treatment using the cycler and noticed a tear in the cassette and fluid leaking from the cassette and cassette door. Per pd rn the patient indicated there was no observation of a fluid leak during treatment. Per pdrn the patient was required to come into the clinic on (B)(6) 2017 after the reported fluid leak occurrence on (B)(6) 2017 for fluid culture and culture was confirmed negative. Per pd rn no prophylactic medication was provided and the patient did not require any medical intervention or additional treatment as a result of the reported fluid leak. Per pdrn the sample had been discarded and was no longer available for evaluation. The lot number was unknown.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient stated he had a fluid leak after treatment when he removed the cassette from the cycler. The pd patient stated fluid had leaked into the cassette door from a tear in the cassette. The patient stated he was able to complete treatment on the cycler. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient had contacted her regarding the fluid leak occurrences and confirmed there was no issue with overfill and no injury occurred. The pd rn stated the patient had completed treatment using the cycler and noticed a tear in the cassette and fluid leaking from the cassette and cassette door. Per pd rn the patient indicated there was no observation of a fluid leak during treatment. Per pdrn the patient was required to come into the clinic on (B)(6) 2017 after the reported fluid leak occurrence on (B)(6) 2017 for fluid culture and culture was confirmed negative. Per pd rn no prophylactic medication was provided and the patient did not require any medical intervention or additional treatment as a result of the reported fluid leak. Per pdrn the sample had been discarded and was no longer available for evaluation. The lot number was unknown.